Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pacing impedance measurements on this non- boston scientific right ventricular (rv) lead. Troubleshooting options were recommended. At this time this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).